Event description:
My perfectly calibrated dexcom g5 cgm which is stated to be allowed through a metal detector was put through a metal detector before a 10k run on a bridge. The result was bad misreadings and jumping value for my entire run. It was incredibly dangerous because the readings would change by 40-60 points every 5 minutes. For almost 2 hours. Upon calling the company they blew it off calling it a "freak incident". Running 6 plus miles with no knowledge of what my blood sugar is was incredibly frightening and disoriented and needs to be reported.